Event description:
Had to have realize band weight loss device removed due to development of gastroparesis and barrett's esophagus. A year after having procedure to have band placed I was still unable to tolerate a fill. The gastric emptying study showed delayed gastric emptying. Which is also a term for gastroparesis. I was unable to tolerate a normal, healthy diet and my quality of life was greatly affected. I had extreme nausea and vomiting after just one bite of food on a regular basis. Regardless of type of food. I had severe heartburn that would wake me up at hight and sometimes causes choking and coughing spells. I had it removed today so hopefully I will have lesser symptoms or maybe none at all which my doctor says is unlikely. This device has been 6 and a half years of hell I wish I had never experienced.